Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller was returned for evaluation. No device malfunction was reported against the controller; therefore, the purpose of this analysis is solely to evaluate the performance of the returned device against current manufacturing/design specifications. Failure analysis of the returned device revealed that the device passed visual examination. Functional testing revealed that the internal battery voltage was below the threshold value. Log file analysis revealed that the real time clock was reset to zero (year 2000). The controller was not able to retain the date and the time when the real time clock was adequately charged. Additionally, log file analysis revealed two (2) electrical fault alarms due to the rear stator not being connected. Further analysis of log files revealed multiple critical battery and controller fault alarms. The critical battery alarms were the result of the patient allowing the batteries to deplete below 10% relative state of charge (rsoc). A controller fault alarm will occur if the battery is approaching 0% rsoc. The date and time of the alarms could not be established due to the real time clock error. Based on the investigation conducted, the most likely root cause of the real time clock error event can be attributed to faulty battery. The most li kely root cause of the critical battery and controller fault alarms event can be attributed to the patient allowing batteries to depleting below 10%. The most likely root cause of the electrical fault alarms may be attributed, but not limited, to contamination by foreign material of the driveline connector or a marginal driveline connection. If information is provided in the future, a supplemental report will be issued.

Event description:
A controller was returned to the manufacturer and subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.